Event description:
The user facility reported a 1-year-old white male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support.the user facility reported male (age unknown) in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The pump stopped after approximately 30 days of impella support. The pump was removed with no adverse impact to the patient.

Manufacturer narrative:
The investigation into the pump stop has been completed. Product & data were not returned for review. The pump stop occurred on day 30 which is 22 days over the 8 day design life of the impella cp optical. The root cause of the pump stop was unable to be determined as limited clinical details were provided and no product was returned for review.